Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after getting the system out of the box upon delivery, it was found that the hand switch was improperly assembled. The buttons would not push. The front membrane was pulled back and it was discovered that the small discs that sit on the switched were out of place and stuck to the sticky back of the membrane. The hand switch was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the handswitch was improperly assembled, the buttons did not depress correctly. This issue was found upon receiving the new system. There was no patient present when this issue was identified.

Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis. Analysis found that the reported problem was unable to be confirmed. The handswitch was installed on a different imaging system and the 2d, 3d and store buttons all functioned as expected when actuated. There was no problem found. If information is provided in the future, a supplemental report will be issued.